Event description:
It was reported that during a lap. Colon procedure, on the seventh firing, the device was unable to be opened. After manipulation, the device finally opened up. They used another like device to complete with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).